Event description:
It was reported that the patient admitted from another facility for gi bleed and dark tarry stools for 2 weeks. Hbg 4, inr 4 and had received un-crossmatched blood. Several more units of blood were given upon admission. Positive proton inhibitor started. Bridged on heparin for therapeutic inr. Patient was discharged 09/24/14 on 5mg coumadin and 325mg asa. Patient was discharged on medications. Pump remains implanted.

Manufacturer narrative:
Serious and life threatening adverse events, gi bleeding, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status such as a history of gi bleeds, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Remains implanted.